Event description:
It was reported that, "dr (B)(6) was inserting her tlif bone inside the disc space and while she was inserting with use of the mallet, the teeth of the inserter broke. She did the exact same thing twice and the second inserter broke. She then put danek's bone in with their inserter."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.